Event description:
(B)(4). Random spasms in reproductive area, has been on both sides but not at the same time. These spasms have increased in number over the years and went from at least one a day to 20+ a times, a majority of the worst ones happening at night because I am forced awake by pain. Within 2 months after getting the device I gained 30 lbs and though I have a healthy diet and exercise routine, the doctor says this is not because of essure but hormones. This device was partially provided by insurer. It was (B)(6), I had to provide over (B)(6) for it. Currently, doctors do not attribute my pains to the device and say it is stress. I cannot find a doctor who will take my problems seriously.

Event description:
#Medwatcher #followup 2 #FDA mw5057619 #(B)(4). On (B)(6) 2016 after a routine dentist cleaning, it was discovered that I have 3 cracked teeth. None of these cracks were present when I went in for routine exam (B)(6) 2015. No previous problems with teeth, no injuries that could have caused the teeth to crack as they are not chewing teeth. It was also discovered that all my teeth have weaker enamel when they were previously strong and healthy.

Event description:
(B)(4). Starting in (B)(6), I developed hives. It went from just being on the hands to being all over my whole body. After eliminating all potential foodborne and fabric related causes, there was still no culprit. The hives had no pattern as to when they came and went. During this time, a constant metallic taste in my mouth started as well as general fatigue that made it difficult to do simple tasks like taking a shower or walking. I stopped working out because of the hives, pain, and fatigue. Painful sex also became a problem, as my pelvic pains interrupted intercourse. The spasms/pain was centralized to general area of my fallopian tubes. By (B)(6), my pelvic pains were so constant and severe that I stopped driving out of safety concerns. I also was unable to function in school, as pain interrupted my post-secondary education. I went to a new ob/gyn, and he determined the cause of my problems could be from the essure. He ordered a supercervical laparoscopic hysterectomy with salpingectomy, my ovaries and cervix were healthy and thus were to stay. I had surgery on (B)(6) 2016. The surgeon found stage 4 endometriosis that was so severe it shocked him. I had no symptoms of endometriosis before essure. I am 4 days post-operation. My metallic taste is gone as well as the hives. I am sore from the operation but none of the pain I have felt since the operation is anywhere near the pain I felt prior to surgery. Even though my body is healing from a major operation, I feel more energetic than I have in months. I believe all my other symptoms will not be present once I am fully healed. However now I have to pay for a hysterectomy, something that, even with employers insurance that takes (B)(6) of our income, we cannot afford (it is projected that our out of cost expense will be (B)(6)). My life has been ruined by essure.

Event description:
(B)(4). (B)(6) 2016- all symptoms are gone.